Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pneumonia could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The death was not considered to be device or therapy related and the device reportedly operated as expected. It was reported that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Although no device-related infections were reported for this event, the IFU lists infection and death as adverse events that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook provide care instructions in regard to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient did not suffer stroke. They were readmitted for progressively worsening pneumonia. After further decompensation from the pneumonia, they were placed on comfort measures and do not attempt resuscitation (dnar) to allow natural death. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to stroke. Whether the outcome was device or therapy related was not provided.